Event description:
A report was received that one of the patient's lead displayed high impedances. It is not known which lead had the impedances. The patient underwent a lead explant procedure and during the removal of the lead, a fracture of the lead was noted, leaving a part of the lead at the entrance of the epidural space. The patient will undergo another surgery at a later date to remove the piece of the lead that was left inside the patient's body.

Manufacturer narrative:
Field d7 - date of explant - (B)(6) 2019. Field d7 - date of additional surgery to remove piece of lead that was left inside patient - (B)(6) 2019. Additional information was received that the patient underwent the additional procedure on 02dec2020 and was doing well post operatively. With all the available information, boston scientific corporation concludes that the complaint has been confirmed for lead sc-2408-56 serial 3140474. Visual inspection found lead insulation damage and fractured cables 15.5 cm from the distal end. The damaged section of the lead body insulation shows signs of abrasion that eventually opened up, exposed, and damaged the cables within the lead body. It appears that the damaged section of the lead is the anchor point or where the lead was secured. Additionally, multiple sections of the lead body are deformed and appeared wavy. This damage suggests that the lead body was stretched causing the deformation of the lead insulation and cables within the insulation. The lead was exposed to excessive mechanical force or movement causing damage to the lead body and cable fractures right at the anchor point. It is unknown if suture sleeve, clik x MRI anchor or direct suture were used to secure the lead.

Manufacturer narrative:
Additional suspect device: model: sc-2408-56, serial: (B)(4), batch: 20323006.

Event description:
A report was received that one of the patient's lead displayed high impedances. It is not known which lead had the impedances. The patient underwent a lead explant procedure and during the removal of the lead, a fracture of the lead was noted, leaving a part of the lead at the entrance of the epidural space. The patient will undergo another surgery at a later date to remove the piece of the lead that was left inside the patient's body.

Manufacturer narrative:
Additional suspect device. Model sc-2408-56. Serial (B)(4). Batch 20323006. Flagged f/u aware date 20 nov we now have implant date.

Event description:
A report was received that one of the patient's lead displayed high impedances. It is not known which lead had the impedances. The patient underwent a lead explant procedure and during the removal of the lead, a fracture of the lead was noted, leaving a part of the lead at the entrance of the epidural space. The patient will undergo another surgery at a later date to remove the piece of the lead that was left inside the patient's body.